Manufacturer narrative:
(B)(4). Batch # r58354. Investigation summary: the analysis found that one long60a device was returned with no apparent damage and with two cartridges reloads present. The cartridge ecr60w (b) was received partially fired 1/16 with the pan partially dislodged from proximal end left side. The reload ecr60g (c) was received partially fired 1/16. The returned device and cartridge reload (c) were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during the laparoscopic duodenopancreatectomy, could not fire with long60a and ecr60g at the 1st firing when operating the pylorus. Changed to another reload to continue and can firing normally. When operating for the pancreas, could not fire again with long60a and ecr60w. Another devices were used to complete the surgery. There were no adverse consequences to the patient.